Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent alarms (alarm 20) occurred during pumping. Reportedly, customer continued using the pump. Customer's blood glucose level was between 153 and 215 mg/dl.